Event description:
It was reported by service report that s3 scale was reading error "communication failed" and there was no function to the bed. No pt involvement or adverse consequences are reported.